Event description:
Customer reported possible back check valve failure during antibiotic infusion. The secondary bag emptied faster than expected and free flowing was noted. The customer suspects check valve failure. Event occured in the ICU. No patient harm or medical intervention was reported. No further patient/event information was provided.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. No product will be returned per customer. The customer's complaint could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.